Event description:
While attempting to monitor a patient who had coded, (age & gender unknown) the device shut down intermittently. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.